Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer also received an error alarm and the customer was unable to clear it. Customer stated that the key pad was unresponsive. It was noted that there was a crack on the battery compartment and has started to go down on the screen. Customer's blood glucose reading at the time of the call was 191 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or reset error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, broken battery tube threads and a missing end cap sticker.